Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the tubing fell out of the spike and leak. Mmdg attempted to obtain additional complaint information, however, the initial reporter stated no other information would be available. (B)(4).